Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with an extrinsic breach/cut that was observed under the anchoring sleeve. Due to the length of implant, the large volume of blood ingress and the low impedance described in the event, it is likely that the extrinsic insulation breach that was observed during analysis occurred at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead had low impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.